Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Troubleshooting was done for insulin flow blocked alarm. Assisted customer in performing a 5.0 unit fill cannula. Customer stated the insulin did not exit. Customer was advised to remain disconnected and to remove the reservoir from the insulin pump and rewind. Customer ran load reservoir with empty insulin pump until piston reaches end of travel. Insulin pump did not alarm with no reservoir detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm noted during testing. (B)(4).